Event description:
Pt stepped into a depression while cutting lawn and heard a snap. X-rays depicted broken rod. Revision surgery was conducted to replace the rod.

Manufacturer narrative:
Metallurgical analysis shows the rod broke due to fatigue. The info provided in conjunction with the metallurgical analysis results suggest that this event would not be associated with the device, but rather would be pt related. The pt's non-union of his mid shaft femoral fracture and his activity level were most likely the contributing factors for the alta femoral im rod breaking in fatigue.